Manufacturer narrative:
Device label code for f10. Position 1: 1738, position 2: 1738 and position 3: 1738. Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hospital.

Event description:
Event: poor augmentation was noted during iabp. An x-ray taken showing thta the iab was not in the proper position. The dr. Was unable to advance the iab any further. The catheter was too short. The iab was removed and a second iab, a 50 cc balloon was inserted into the patient and there was better augmentation. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. The following was reported to datascope on 10/2/96. The iab was inserted at the time of angioplasty and a short time later, poor augmentation was noted. Under fluroscopy, the iab appeared to short. Approx. 16 hours later, the iab was removed and a 50cc. Iab was inserted. Augmentation improved. It was unk if there was any patient injury or complication as a result of the event. It was reported that he did expire. Event complications: unk - reported 9/5/96 and 10/2/96.